Manufacturer narrative:
A complete analysis and testing of four opened and used reservoirs showed that they are functioning properly and passed all functional testing. After testing it was concluded that the devices operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that it was the third time the insulin pump alarmed no delivery. Customer's blood glucose level was 424 mg/dl. The customer was given a manual injection to treat his high blood glucose level. Insulin did not exit and alarmed no delivery while troubleshooting. The connector seemed like it was flushed with the reservoir. The alarm was caused by an infusion set/reservoir connection. The customer was advised that the device would be replaced and agreed to return the product for analysis.